Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the lead appeared to be crushed near the clavicle and first rib.